Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, e1, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product involved in the reported event was not returned for investigation; however, a picture was provided and reviewed. The bearing is coated in what appears to be biological debris and although the quality of the photograph is not of very good quality, there does appear to be what looks like wear on the edge of the spherical area and on the edge of the bearing surface. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that six years and seven months post-implantation, the patient underwent a revision surgery due to bearing wear. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical devices: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.